Event description:
The distributor contacted animas on (B)(4) 2013 alleging the display on the pump was dim, faded and discolored. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved.

Manufacturer narrative:
(B)(4). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The dim display was not duplicated due to an observed blank screen upon startup. The pump made audible tones and vibrations when powered on. The pump case was opened and the display was found to be cracked. When replaced with a test display the screen functioned properly.